Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Reportedly, tandem technical support had advised against filling tubing while connected, however, the customer chose to fill the tubing while connected. The customer customer's blood glucose was 250mg/dl.